Manufacturer narrative:
Batch review performed on 15-nov-2022: lot 170242: (B)(4) items manufactured and released on 18-may-2017. Expiration date: 2022-05-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review. Additional items involved in the event, batch review performed on 15-nov-2022: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 174783 lot 174783: (B)(4) items manufactured and released on 06-oct-2017. Expiration date: 2022-09-19. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 170418: lot 170418: (B)(4) items manufactured and released on 16-jun-2017. Expiration date: 2022-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 173744: lot 173744: (B)(4) items manufactured and released on 15-sep-2017. Expiration date: 2022-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 4 years and 10 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all the implants and implanted an antibiotic spacer. The surgery was completed successfully.